Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist advised the customer to remove the cubie and replace it by the pharmacy, as the cubie would not open. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cubie was failed to open. Customer tried to turn the cabinet off and back on and tried multiple times to issue medication, but the cubie was still failed to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.